Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the distal end cap was cracked. -the adhesive of the bending section rubber was chipped. -the insertion tube was scratched. -the venting connector was damaged and corroded. -the ccd unit in the insertion section was broken. -the grainy, distorted endoscopic image was displayed when the bending section was angulated. -the device was last repaired on december 4, 2020. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus (B)(4) because the endoscopic image disappeared when the bending section of the device was angulated. There was no report of patient injury associated with the event. (B)(4) then inspected the device and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. This failure mode is a MDR reportable malfunction.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the coating on the insertion section may have deteriorated and peeled off due to physical stress, chemical stress, storage environment, etc. According to the inspection result of the device, the coating on the insertion section was peeled off. From the device inspection result, cracks in the distal end cap and chipping of the adhesive on the bending section rubber were confirmed as traces of physical stress, chemical stress, etc. The instruction manual contains precautions regarding physical stress, reprocessing methods, and device storage environment. According to the past similar case, it was surmised that the coating of the insertion section deteriorated and peeled off due to physical stress, chemical stress, storage environment, etc. The instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. In addition, the instruction manual states that the external surface of the entire insertion tube including the bending section and the distal end, should be inspected. Therefore, omsc determined that the user can properly detect the reported event and reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.